Manufacturer narrative:
(B)(4).

Event description:
The subject device reached rrt in about 4 years and 3 months. The physician requested an analysis of the device to check if this is a normal battery depletion. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device reached rrt in about 4 years and 3 months. The physician requested an analysis of the device to check if this is a normal battery depletion. Preliminary analysis did not reveal any device malfunction.